Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, pocket stimulation and dislodgement were observed. The lead was explanted and replaced. The patient was stable throughout the extraction procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.